Event description:
Device 2 of 2. Ref MFR report#: 1627487-2013-19880. It was reported the pt experienced pain on the right side of her body and lack of right foot control a few days post implant surgery. The pt had scans taken but the results were inconclusive. It was reported the pt's right side strength is returning.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.